Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The root cause can be determined to have been caused by the surgeon and the surgical approach used to tunnel the driveline. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. IFU states proper technique to use for the tunneling of the driveline. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient had transverse colon perforation two days ago, post lvad implant. On (B)(6) during implant using tunneler surgeon preferred going through rectus abdominous. The surgeon stated he was using this procedure due to recent increasing in driveline infections of hm2. On (B)(6), patient was in ICU and course was uneventful, patient was then transferred to the floor. On (B)(6), the patient complained of constipation, and wbc was 13.5, and patient denied pain. On (B)(6), patient continued to complain of constipation and gross pain over past night. A kidney/ureter/bowel (kub) x-ray was ordered and showed small bowel dilation and colonic loops in resemblance of ileus. The wbc was said to be13.6. The nurse's assessment in the morning relieved stool coming from driveline exit site. A stat CT of the abdomen/pelvis was ordered and showed transverse colon perforation. Patient was started on vancomycin, cefepime, and flagyl immediately with general surgeon consult. It was stated that the patient was stable throughout course. Patient was immediately taken to the operating room (or) for colon resection and colostomy. Follow-up from the surgeon, stated; "his technique caused the tunneler to go through the colon, I was attempting to go from outside to inside the chest so I could go through the rectus abdominous first." This is in part due to his increase in driveline infections with hm2. " no additional information available.